Manufacturer narrative:
Evaluation results: failure to follow instructions (force was used during the attempt to position the device at the lesion). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the target vessel was moderately tortuous and the level of calcification was also moderate. The lesion had 50% stenosis.). Deformation problem. Evaluation conclusion: failure to follow instructions (force was used during the attempt to position the device at the lesion). Known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the target vessel was moderately tortuous and the level of calcification was also moderate. The lesion had 50% stenosis). (B)(4).

Event description:
The physician attempted to deploy a resolute integrity 3.00 x 38 mm drug eluting stent. The target vessel was moderately tortuous and the level of calcification was also moderate. The lesion had 50% stenosis. It was reported that despite several pre-dilatation inflations it was not possible to position/lead the stent. Force was required during the attempt to position the device at the lesion. It was reported that the device was damaged. There was no patient injury reported. Device evaluation: the distal tip was flared. The hypotube was kinked 11.0cm, 49.0cm, 64.5cm and 87.0cm distal to the strain relief. A number of struts on the 1st four proximal stent segments were raised and pulled distally. A number of struts on the 8th, 9th 10th and 11th proximal segments were misaligned and partially deformed.